Manufacturer narrative:
(B)(4). Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a customer reported malfunction where the display could not be read, due to the display being "too light", was confirmed and duplicated during product evaluation. The assignable cause of the reported problem was determined to be a defective phm (pump head module) display on channel b and channel c. Appropriate action was taken to correct the reported problem by replacing the phm for both channel b and channel c. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter canada that a colleague infusion pump with a customer reported malfunction where the information on a channel display could not be read, due to the display being "too light." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92. No additional information is available.